Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the un-interruptible power supply (ups). The cause of the ups emitting smoke was due a malfunction of the ups. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that their un-interruptible power supply (ups) connected to their easylink system was emitting smoke. The customer disconnected the ups from their system and fanned out the smoke. There are no known reports of patient intervention or adverse health consequences due to the smoke being emitted.